Event description:
This lead was implanted on (B)(6) 2009 and remains implanted up to this date. A call to patient services placed on (B)(6) 2013 states that patient had her lung punctured while implanting this lead during her first implant 3 years ago. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) operating room. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)